Manufacturer narrative:
The device was evaluated by ventec where the issue of the ventilator being unable to maintain peep (positive end expiratory pressure), exhaled tidal volume (vte) levels were low and high pressure alarms, were confirmed. Ventec replaced the internal flow transducer (ift) and the exhalation control module (ecm) to resolve the reported issue. The investigation determined that the root cause of the reported issue was the efm and ecm. Further component level cause could not be determined.

Event description:
A device was returned to ventec for preventive maintenance. During service at ventec, it was observed that the device was unable to maintain peep (positive end expiratory pressure), exhaled tidal volume (vte) levels were low and there were high pressure alarms. There was no patient involvement associated with the reported event.